Manufacturer narrative:
The device was returned to zoll medical corporation and there was no indication of a device malfunction. The customer's report was attributed to being in the incorrect ECG view. The device passed full system level testing including an emphasis on the ECG function via pads and leads without duplicating the report. Review of the device log shows that the ECG view was in pads view instead of lead view as well as being in a lead fault condition. Once the device acquired a signal via leads while in the correct lead view, the device was able to display a signal. The signal appears good and shows no evidence of artifact up until the end when the leads appear to be disconnected. The ECG cable used during the event was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.